Event description:
The user facility reported that a centrifugal pump that was included in a convenience kit had "leaky seals." Air was detected in the blood chamber of the pumphead after the bypass circuit was primed. The device was changed out prior to the pt undergoing bypass surgery. After a replacement, pumphead was positioned within the bypass circuit, the surgery was completed without further incident- and without injury or harm to the pt. The event occured during priming of the circuit- before the pt underwent surgery.